Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the implantable cardioverter defibrillator (ICD) was tested and the device longevity estimate showed a gray bar. The device was never implanted and will be returned. No patient was involved in this event.